Event description:
It was reported to gyrusacmi that during a lap hysterectomy the tip of the omni came loose and fell off in the pt. It was recovered by the surgeon. The case was completed with another omni device. No pt injury was reported.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.